Manufacturer narrative:
The system was used for treatment. A device history review was performed. The instrument has been located at the customer's site since (B)(4) 2012. The instrument's last preventive maintenance was on 10/18/2016 and the system checkout procedure was successfully completed. The instrument had passed all tests, met all specifications, and was operational. Trends were reviewed for complaint categories, hypotension and other adverse event (bradycardia). No trends were detected for these complaint categories. From a device perspective, there was no known device malfunction. This case is reportable as a MDR due to the medical intervention of the atropine that was administered to the patient. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Adverse event terms: hypotension and bradycardia.

Event description:
The customer called to report a hypotensive episode involving a (B)(6) patient during a treatment on (B)(6) 2016. The customer stated that the patient had experienced a blood pressure drop during the buffy coat collection phase of the treatment. The customer reported that the patient's blood pressure and heart rate were measured every 1 to 5 minutes for 50 minutes once the patient's hypotensive episode occurred. The customer stated that the patient's hypotension was treated by placing the patient's feet high, by giving the patient additional fluids (300mls in 15 minutes of normal saline), and by also administering 0.3 mg of atropine to the patient. The customer stated that the patient was in stable condition before leaving the treatment. It was calculated that the patient's safe extracorporeal blood volume limit was lower than the extracorporeal blood volume required for the treatment. The patient's physician reported that they have decided to treat the patient using a blood prime for future treatments. On (B)(6) 2016, the customer stated that the patient's blood pressure and heart rate at the start of the treatment, were 112/81 and 115, respectively the customer reported that the atropine was administered to the patient at the beginning of the patient's hypotensive episode; when the patient' s blood pressure and heart rate were 73/49 and 57, respectively. The customer stated that the patient's blood pressure and heart rate stabilized after the administration of the atropine. The customer reported that they could not tell exactly at what time the atropine was administered, but said it was "when the heart rate was at its lowest", which was 57. The customer stated that after the treatment was completed and all the blood/products had been returned to the patient, the patient had a positive fluid balance of 416ml and the patient's blood pressure and heart rate were 137/98 and 122, respectively. The customer reported that the treatment was successfully completed and that the patient's hypotensive incident occurred before the uvadex treated cells were reinfused. The instrument was not returned for investigation.